Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7026211. Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7075349 / 7086117.

Event description:
It was reported that the patient was experiencing recurrent infections at sacral hiatus lead site.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 508867.

Event description:
It was reported that the patient was experiencing recurrent infections at sacral hiatus lead site additional information was received that the patient had a symptom of fever. The physician believed that the infection was not device or procedure related. The patient was placed on antibiotics and underwent a spinal cord stimulator (scs) system explant procedure. The patient was doing well post-operatively. The explanted ipg and leads were not returned to bsn as they were kept by the medical facility.